Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet displayed a restart alert and then powered down, after which the user transitioned to backup therapy and later resumed normal use once the device restarted following charging; the event is consistent with a device restart or malfunction with excessive host resets and a failure to power up, with the implicated component being the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a potential device problem that could not be excluded, with consideration of a new or unknown interferent along with a failure to power up associated with the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.